Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited fluctuating impedances from 500 to 1,100 ohms, and the lv pacing percent was 83%. Boston scientific technical services (ts) discussed possible reasons for the fluctuating impedances and the lower pacing % in the lv. They recommended performing a complete follow-up on the lv lead. There was no additional information available at that time. Additional information was later provided that the lv pacing had been in the 90% range, but the patient's recent remote monitoring data showed the lv pacing decreased to 23% to 35%. The patient was subsequently brought in for a lead evaluation. It was found that the lv lead was oversensing the left atrium and lv threshold testing revealed no capture of the lv, rather it showed capture of the left atrium. A lead dislodgement was therefore suspected. The patient then noted that they had fallen approximately two months ago after experiencing dizziness. It was noted that there were no episodes in the device that correlated with the dizzy spell; however, it was suspected that when the patient fell, the lv lead was then pulled back. A chest x-ray and echocardiogram were going to be performed to determine the plan for this patient. Lv sensing was programmed off and the lv outputs were turned down to sub-threshold level. The patient reported feeling fatigued recently. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found the lead insuation was puckered at 604 to 623 millimeters (mm) from the terminal pin; however, this would not have contributed to the clinical observations. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Additional information was provided that an lv lead revision was performed. When the pocket was opened, the patient's leads were knotted together. The physician suspected that the patient was a twiddler. The lead was explanted and replaced. No adverse patient effects were reported.

Event description:
The lead was later returned for analysis.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.